Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a red heart alarm for around 20-30 min. Concern for short to shield. Log file analysis showed pump stops while attached to a power module. Repair was performed by abbott engineers. Initially, no alarms while on grounded cable. Discharged home. Represented (B)(6) 2020 with additional pump stops. Patient put on non-grounded cable. Patient discharged home.

Event description:
It was reported that the driveline was repaired in jun2020. There were no immediate alarms while on a grounded cable after the repair. The patient represented on (B)(6) 2020 with pump stops and red heart alarms. There was concern for short to shield. Log file analysis showed pump stops while attached to a power module. The patient was put on a non-grounded cable and discharged home. There were ongoing discussions regarding potential vad exchange versus remaining on non-grounded cable. It was noted that the patient was mildly symptomatic at the time of the pump stops. Patient was otherwise doing well with no issues.

Manufacturer narrative:
Section b5: event description was corrected. Driveline repair occurring on 30jun2020 is addressed under MFR # 2916596-2020-03391. Multiple attempts were made to obtain additional information from the customer regarding the event (including patient symptoms); however, no additional information was provided. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed multiple pump stops and associated alarms, however, a specific cause could not be conclusively determined. The submitted log file contained data from 01sep2020 to 14sep2020. Analysis of the log file captured momentary pump stop events were captured on (B)(6) 2020 at 13:40:44 and 14sep2020 between 09:02:10 through 0:28:07. Additionally, low flow events were captured associated with the low-speed and pump stop events. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The account communicated that the patient was placed on an ungrounded patient cable was discharged home. According to the account, the patient was doing well with no other issues. The patient underwent a pump exchange on 08oct2020 and heartmate ii lvas, serial number (B)(6) was explanted and returned for evaluation (reference MFR # 2916596-2020-05071). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The most recent revision of the heartmate ii instructions for use (IFU) rev. C. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing this file on this event.